Manufacturer narrative:
Initial investigation showed a system failure due to a problem with the power supply main adaptors. The affected parts will undergo further investigation. As the investigation is ongoing, a root cause has not yet been determined. A supplement report will be filed upon conclusion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a procedure on the axiom artis dtc system, the system failed. No x-ray or system movements were possible. The patient was moved to another system to completed the procedure. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Following completion of the technical investigation a power supply failure was confirmed, however, the root cause could not be determined. There were no reported adverse events associated with the component failure and the failure does not represent a main system failure. The power supply was exchanged and the measures taken correct the problem and prevent recurrence.